Event description:
Same case as: 2134265-2010-02272, 2134265-2010-02446, 2134265-2010-02503. It was reported that during an unspecified procedure, a vessel perforation occurred. The patient presented with an acute myocardial infarction. The complex lesion in the tortuous left anterior descending (lad) artery was 95% stenosed, and the lesion in the diagonal artery was 80% stenosed. First, the physician predilated the lesion in the lad with the 3.0 x 15mm maverick 2 monorail balloon for two inflations to 10atms, 40 seconds and 30 seconds. Then, the physician deployed the 3.5 x 20mm veriflex stent at 9 atms for 20 seconds, with additional post dilation using the stent delivery system for 14 atms for 30 seconds. The physician then used the 3.5 x 15mm maverick2 monorail balloon to further postdilate the deployed stent. The physician then advanced the flextome monorail cutting balloon to the lesion segment in the diagonal artery, and inflated the cutting balloon 2 times to 6 atms, 45 seconds and 30 seconds. The physician continued to attempt to advance non bsc wires down the diagonal without success. Then, the physician injected contrast and noted a vessel perforation at the ostium. It was unclear as to what caused the perforation. The patient experienced tamponade and a periocardiocentesis was performed to remove 200 cc of bloody fluid. The patient was sent to the ICU unit, however no further complications were reported and no further intervention was required. The patient was discharged to home in a condition reported as 'fine'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).